Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 500i clinical chemistry analyzer and determined to cause as the mid standard tubing. The fse replaced the mid standard tubing to resolve the issue. Following the repair, the fse secured all connections and performed calibration and quality control with passing results. The fse verified the analyzer returned to normal operation. Section a2, a3, a4, and a5: information not provided by customer. Beckman coulter internal identifier is case: (B)(4).

Event description:
The customer reported obtaining erratic patient results for ion selective electrode on sodium, potassium and chloride on their dxc 500i clinical chemistry analyzer. The results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.